Manufacturer narrative:
Visual inspection of the tibial component confirmed that the posterior surface has some amount of bony ingrowth and fibrous tissue growth in central area and the pegs have been cut off from the plate and have some amount of ingrowth too. Gouges are present on the anterior surface of the tibial plate. Dimensions found the part to be conforming to print specifications where measured. Review of the device history records for tibial component did not find any deviations or anomalies. This device is used for treatment. Medical records for revision surgery were received. Op-notes confirm that patient was revised due to loose tibial baseplate in the right knee. Per the notes; the femur and patella were well fixed. Tibial baseplate was removed without difficulty. During the surgery, it was noted that the medial peg was well ingrown and lateral peg did not appear to be ingrown. Excellent stability through full range of motion was achieved after final components were placed. Patient was in stable condition post-op. No compatibility issues were noted. Complaint search based on the related product and lot combination revealed no similar complaints. The package insert states that ¿loosening of the prosthetic knee components¿ is a possible adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised from a tm nexgen tibia due to pain and stiffness.